Event description:
A malfunction alarm with code malf 9 was reported, but there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information via email, as the customer did not have their charging pad at the time, and the case was closed after these instructions were given.